Event description:
It was reported that the patient was experiencing high impedance due to broken contacts. The patient spinal cord stimulator (scs) leads were replaced and that the patient was doing well postoperatively. The explanted lead will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6).